Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the insulin pump had a blank screen. The mother reported the customer's blood glucose was 300 mg/dl. The mother reported possible heat exposure to the insulin pump. It was found the blank screen did not disappear after the insulin pump was left in stabilizing room temperature. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.